Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-aug-31. It was reported that the pump was explanted and that it was believed that a manufacturer's representative returned it for analysis. No further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the low battery reset and safe state was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal saline 9 mg/ml at minimum rate via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that patient started hearing the pump alarm on (B)(6) 2017, and an alarm was heard and confirmed by telemetry. The pump was alarming once every 5 minutes. The pump was electively not being used, but now it was alarming, and they wanted to shut it off. Pump logs were read on (B)(6) 2017. A critical alarm occurred. Low battery reset occurred and safe state occurred. Technical services provided the hcp with the pump off password, and the hcp was able to shut off the pump successfully. The hcp would be scheduling an explant date for the second week of (B)(6) 2017. They would not be replacing the pump. The pump was going to be sent back to the device manufacturer for analysis. There were no reported symptoms. There were no further complications reported.